Manufacturer narrative:
A customer representative reported an issue related to an unintended lowering of a backrest section observed an arjo citadel plus bed. Following information gathered, the mechanical CPR activated unexpectedly causing that the backrest section lowered. There was no injury in regards to this event. The bed involved in the reported issue was part of us rental fleet. It was rented to kindred seattle first hill on (B)(6) 2019. Following the reported issue, the citadel plus was inspected by an arjo representative. The device evaluation revealed that at time of raising the backrest section (beyond 30 degrees), backrest actuator CPR cables were catching the actuator mount bracket and activated the CPR function (lowering of backrest). The reported issue was resolved by securing the cable routing. After the repair, the device passed the function test. According to the maintenance section included in the instruction for use (931.374) to make sure that the device continues to perform within its original specification, it is recommended to ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt etc.) Weekly. If the result of the test is unsatisfactory, the customer should contact arjo or an approved service agent." Summarizing, the backrest section of the bed was lowering unintended therefore the arjo bed did not meet its performance specifications. The movement was observed at time of use the bed by a patient. No adverse outcome was reported.

Manufacturer narrative:
Investigation is ongoing. The conclusions will be provided in the follow-up report.

Event description:
A customer representative reported an issue related to a backrest section of an arjo citadel plus bed. The mechanical CPR was activated unexpectedly causing that the backrest section lowered. There was no injury in regards to this event.